Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an out of range atrial pacing impedance alert for the right atrial (ra) lead. Technical services (ts) was consulted and noted that there was a high out of range pace impedance measurement greater than 3000 ohms than has now returned to baseline. The ra lead has an appropriate threshold. Ts noted there are stored atrial tachy response (atr) episodes that show myopotential noise and some fine minute ventilation (mv) chop on the baseline. Additionally, a stored signal artifact monitoring (sam) event measured high out of range pace impedance and mv chop. Ts recommended further in clinic evaluation with isometrics and serial impedance measurements to assess lead integrity. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an out of range atrial pacing impedance alert for the right atrial (ra) lead. Technical services (ts) was consulted and noted that there was a high out of range pace impedance measurement greater than 3000 ohms than has now returned to baseline. The ra lead has an appropriate threshold. Ts noted there are stored atrial tachy response (atr) episodes that show myopotential noise and some fine minute ventilation (mv) chop on the baseline. Additionally, a stored signal artifact monitoring (sam) event measured high out of range pace impedance and mv chop. Ts recommended further in clinic evaluation with isometrics and serial impedance measurements to assess lead integrity. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.